Event description:
It was reported that the pt had a micl 12.1 implantable collamer lens implanted in the left eye 2007. As part of the study, the pt reported that she was experiencing floaters. The surgeon's office was contacted and the reporter stated the pt was last seen in 2009. The pt has vitreous floaters, there is no posterior vitreous detachment. Showed no sign of symptoms of any other kind, and that the pt is doing fine.

Manufacturer narrative:
Eval: results - a work order search was performed and no similar complaint was found within the same work order.